Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost stimulation therapy from his scs system approximately three months ago, and had last recharged the ipg approximately four months ago. Consequently, the patient's scs ipg became inoperable and was explanted and replaced with a new one. Stimulation therapy was reportedly restored postoperative.